Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, at the second firing, the opening and closing check was performed as usual, when the surgeon attempted to fire, the device couldn't be fired. A new product was opened and used. There was no injury.